Event description:
It was reported that during a laparoscopic hysterectomy procedure the hp054 and the ace+ was assembled correct and tested before use. The tone changed very fast to the higher tone and it was very clear to see that there was no hemostasis. It was bleeding no matter what they did and the patient did lost a lot of blood. As they was mobilizing ovarian, ip and round ligament it was bleeding as well as when they were dividing uterine arteries. Suddenly the min or max button did not work anymore. At some point it was bleeding too much and they decided to take the ace23 device instead and they continued with that and did finish the procedure with that. Procedure was prolonged by 15 minutes.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device received with body fluids present on the device, the coating missing on the tip of the blade and with the blade gouged. The device was connected to a test handpiece and functionally tested. During functional testing, the min and max activated the device with proper tones, and no alert screens were displayed. As the device activated as intended, no conclusion could be reached as to the hemostasis issue reported.